Event description:
Same case as MFR#: 2134265-2009-05406. It was reported that during preparation for a surgical procedure, a balloon rupture occurred. The physician was attempting to use an occlusion balloon to verify if a clear occlusion was possible prior to undergoing surgery of a cerebral aneurysm. The physician was prepping the device outside the pt by using a syringe to inject the balloon with a 50/50 solution of contrast dye and saline. The balloon ruptured after only being partially inflated. This occurred with two different occlusion balloon catheters. The procedure was successfully completed with another of the same device. There were no reported pt complications. The pt status is listed as "stable".

Manufacturer narrative:
(B)(4).